Event description:
It was reported that the pump usb port was damaged, and the pump was unable to charge without the usb cable being maneuvered in the usb port. The customer's blood glucose level was 99 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.